Manufacturer narrative:
Result: the coil is advanced approximately 48.5 cm outside the distal tip of another manufacturer's guide catheter. The coil proximal constraint ball is still inside the distal detachment tip (ddt) of the pusher assembly however, the coil is detached due to a break in the coil stretch resistant (sr) wire. The coil is tangled inside the guide catheter approximately 7.0 cm, 7.5 cm, and 8.3 cm from the distal tip of the catheter. Conclusion: the complaint has been evaluated. The complaint indicates that when the coil was being advanced, resistance was felt. While trying to retrieve the coil it did not move. The user attempted to advance the coil again but could not. Eventually, the microcatheter was removed but the coil was lodged inside of the guide catheter. Evaluation of the returned device confirmed that the coil was lodged inside the guide catheter due to several locations where the coil prolapsed on itself inside the guide. The coil was detached from the pusher assembly due to a break in the sr wire. It appears that during the procedure, the coil prolapsed into the guide catheter and become lodged inside. Attempts to free the coil only further damaged the device and the coil continued to prolapse and tangle inside the guide. Once the coil was lodged inside the guide, attempts to retract the coil eventually led to a break in the sr wire under excess tensile force. The reason for the coil prolapse into the guide catheter could not be determined from the description of the event. However, if the microcatheter was not advanced past the tip of the guide catheter when the coil was being deployed, it is possible for the coil to have prolapsed inside the larger lumen guide catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure to treat pelvic congestion syndrome using ruby coils. During the procedure, the physician experienced resistance while advancing the coil. The physician attempted to remove the coil out of the catheter; however, the coil was stuck in the guide catheter. The microcatheter was removed. However, several attempts were made to remove the coil out of the guide catheter but were unsuccessful; therefore, both the catheter and the coil were removed and used another coil and new catheter. The physician then encountered resistance pushing another ruby coil through a microcatheter and found that the ruby coil had unintentionally detached. The microcatheter was removed from the patient with the ruby coil inside it and was flushed out. The procedure continued with a new coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device has been returned and is currently under investigation. A follow-up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00443.